Event description:
It was reported that camera head exhibited no image display and cable disconnection failure while being used with the adapter. The issue occurred before the therapeutic procedure of intubation of endotracheal tube. The procedure was completed using similar device. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that camera head exhibited no image display and cable disconnection failure while being used with the adapter. The issue occurred before the therapeutic procedure of intubation of endotracheal tube. The procedure was completed using similar device. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, camera cable malfunction, corrosion on the video connector electrical contact area. Based on the results of the investigation, a definitive root cause could not be established but it is likely that the cable malfunction and the corrosion on the video connector are cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.